Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was hospitalized and was treated with vancomycin intravenously (dose and frequency not reported) for the peritonitis. The patient was discharged ten days later and had recovered from the event. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.